Event description:
It was reported via repair work order that one calf support was slipping and the other would not move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that one calf support was slipping and the other would not move. Follow-up submitted as further investigation determined the calf support would not lock due to a broken ball joint.

Event description:
It was reported via repair work order that calf support would not lock due to a broken ball joint. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.